Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "cemented or cementless tha in patients over 80 years with fracture neck of femur: a prospective comparative trial" written by a. S. Gavaskar, n. C. Tummala, and m. Subramanian published by musculoskeletal surg (2014) 98:205¿208 doi 10.1007/s12306-013-0296-6 on 4 august 2013 was reviewed for MDR reportability. The article reports on patients greater than 80 years old who received tha between march 2006 and january 2009 with depuy implants. Group I consisted of 31 patients with cemented c-stem with ogee cup and group 2 consisted of 31 patients with cementless duraloc shell augmented with screws and a poly liner with collarless corail or summit stem. The femoral head was 28mm metal without indication of platform but suggestive towards depuy product. Nine total patients died with 3 in the perioperative period (all in group 1) with one dying during cementing process mid surgery and 6 unrelated to implants or procedure. Group I had the following results and complications that required interventions: 20 transfusions, 1 calcar intra-op associated to 1 dislocation due to subsidence attributed to calcar fracture who required revision, 1 acetabular aseptic loosening requiring revision. Group 1 also had noted complications without clarification of specific interventions provided: 1 etopic ossification, 1 dvt, 1 pe, 1 acute renal failure, 1 silent mi, 2 cardiac ischemia, and 1 pulmonary infection. Group 2 had the following results and complications that required interventions: 15 transfusions, 3 intra-op fractures treated with cerclage wiring, 2 dislocations with closed reductions and immobilizations. Group 2 also had noted complications without clarification of specific interventions provided: 1 dvt, 1 acute renal failure, 1 cardiac ischemia, and 1 pulmonary infection. The article does not identify product name of cement.